Manufacturer narrative:
The analyzer gave a sample pipetting alarm indicating a issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked the analyzer and determined the mixer was bent. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hiv combi pt assay on a cobas 6000 e 601 module. The sample was initially tested on the e 601 analyzer, resulting with an hiv combi pt value of (B)(6) and this value was reported outside of the laboratory. The reporter stated they received an abnormal sample probe movement alarm at the time of this measurement. On (B)(6) 2020, the patient came back to the laboratory and said she tested (B)(6) at a second site. The sample was then repeated on the e 601 analyzer on (B)(6) 2020, resulting with a value of (B)(6). A second sample was also collected from the patient on (B)(6) 2020 and this sample resulted with an hiv combi pt value of (B)(6) on the e 601 analyzer. The initial sample was repeated on (B)(6) 2020 on the e 601 analyzer, resulting with an hiv combi pt value of (B)(6). The reporter claims the value is (B)(6) instead of (B)(6) due to a misread of the sample identifier. The initial sample was tested with three other immune-chromatography methods. An abbott determine quick test method result was (B)(6), with a strong band. A retroscreen quick test method result was (B)(6). A wondfo quick test method result was (B)(6). The hiv combi pt reagent lot number was 434367. The reagent expiration date was requested, but not provided.